Manufacturer narrative:
An urgent medical device correction letter was delivered to the only affected customer/user for this device. The letter included a description of the problem, how to identify the issues during treatment planning, and user corrective action steps. The letter included a recommendation not to use the affected reset and undo functions as the last operations during contour editing in the current software release. Permedics will fix, verify and replace/install the software at the user's facility. The software upgrade will be provided to the affected customer free of charge by april 30, 2017. Please note that a formal recall of this product is not planned. The single customer/user of this software product has been involved in all phases of the product's development including the specification of product requirements, product testing, and product validation and commissioning prior to clinical use. We anticipate that this collaborative relationship will continue. Finally, odyssey treatment planning system software, versions 5.0 and above are not actively marketed to other radiation treatment facilities. (B)(6) medical center department of radiation medicine is the only user for odyssey versions 5.0 and above.

Event description:
During radiation treatment planning the user has the capability to create and modify various virtual regions for the plan prescription. An anomaly was identified for cases when the planner attempts to reset or undo certain modifications to a plan; i.e. The regions are not fully restored to the original state. This anomaly occurs when the following system tools are used: 1) the force region inside/outside tool; if the undo button is the last procedure performed during the edit process, the edited region is not fully restored; 2) the nrst creation tool; if the reset contours button is the last procedure performed during the edit process then the nrst region is not fully restored; 3) the beam region creation tool; if the reset contours button is the last procedure performed during the edit process then the beam region is not fully restored.